Event description:
It was reported that the patient presented for initial procedure. During the implant, the implantable cardiac monitor could not be activated. It was noted that the device was transmitting incorrect device label and could not be interrogated. The device was not used, and a new device was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of an incorrect device label and failure to interrogate were not confirmed. The implantable cardiac monitor was returned for analysis in normal working conditions. Electrical, mechanical, and longevity analysis were normal with no anomaly founds. The reported event is consistent with the user using an incorrect version of programmer software.